Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the home patient (hp)'s mother regarding the use error, it was revealed that the issue was resolved. Per the hp's mother, the hp had called the nurse, who went over the proper procedures with the hp. The mother also confirmed that the hp did not have any injury or harm as a result of this incident. The mother stated that the hp has been continuing therapy without any issues. This complaint could not be confirmed. Per the complaint information, the cause of the complaint is mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) machine while refilling the heater during fill 4 of 4, the home patient (hp) revealed that he had disconnected and did not cap the patient line. The baxter technical service representative (tsr) assisted the hp end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.